Manufacturer narrative:
The pump remains in use supporting the patient. The report of a pump stoppage due to depleted external batteries and the internal emergency backup battery (ebb) was confirmed based on the evaluation of the submitted system controller log file. The log file captured that on (B)(4) 2016 at 12:26, the patient¿s ebb fully depleted, the system shutdown and the clock reset. The total loss of power/pump stop event was preceded by a low battery hazard and no external power alarms. Per the event details, the patient fell asleep on their batteries and did not wake up to the alarm. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient fell asleep with the lvad system being powered by batteries, and did not wake up to the alarms. The patient stated that the pump was off. The system controller indicated a clock not set advisory after the lvad system was connected to charged batteries. Upon interrogation of the system controller, the vad coordinator observed three ¿no external power¿ events. No pump stoppages were observed on the history. The patient remained asymptomatic. The log file submitted to the manufacturer¿s technical services for analysis showed multiple no external power alarms where both system controller power leads were disconnected at the same time. On (B)(6) 2016 at 12:26:12 pm, the system controller¿s 11 volt lithium-ion backup battery was activated. The backup battery continued to power the system until it was completely depleted. The event log file revealed a pattern of the patient allowing the batteries to deplete, and the backup battery being utilized to power the system. Based on the log file data, it could not be determined how long the pump was stopped. No additional information was reported.